Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported to baxter a clearlink modular solution set with 4-way stopcock in which the tubing disconnected from the male luer connection. It is unknown when this condition occurred. There was no patient injury or medical intervention associated with this event. No additional information is available. The sample was received for evaluation on 04/06/2011. An actual sample was submitted for evaluation. A visual inspection of the sample revealed the tubing was separated from the female luer lock with part of the tubing still inside the female luer lock. The reported condition was confirmed. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a clearlink modular solution set with 4-way stopcock in which the tubing disconnected from the male luer connection. It is unknown when this condition occurred. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.